Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading, and customer experienced consecutive cartridge alarms with this pump. Customer¿s blood glucose level was reported as high on meter, but specific value was unknown. Customer gave correction insulin injection by multiple daily injections, did not require help from a third party, and planned to use multiple daily injections as backup insulin therapy. Technical support confirmed cartridge alarm 30, verified pump was in warranty and software was up to date, and arranged shipment of replacement pump.